Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was not working. During the surgery, it was noticed that the device did not have full fluid volume however the location of the hole that caused the fluid loss was not identified. No further information was provided. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.